Event description:
Infusion pump set up to deliver epidural lidocaine drip at 6cc per hr. Prior to connecting IV drip tubing to the pt's epidural catheter, rn noticed fluid flow rate was continuous (not intermittent as expected). Pump removed from svc and reported to dir of clinical engineering.